Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a severely dilated left atrium for a mitraclip procedure. The xt in question was the second clip. It was implanted, per IFU, on the lateral side of a2/p2. During deployment, after all of the deployment steps were followed, the implanting physician exposed the release pin groove, pulled the actuator knob distally, lifted the gripper level, and attempted to detach the cds from the xt. At this time it became evident that the cds was not separating from the xt. Troubleshooting steps were followed. First, the arm positioner was rotated open to ensure the release pin groove was fully exposed. Second, the actuator knob was rotated open 3 additional turns. The cds was pulled back a second time with no detachment. Third, the stabilizer was pushed laterally first, then pulled medially to ensure axial alignment with the implant. Fourth, the sgc was rotated slightly anterior and slightly posterior. Lastly, the cds was retracted and successfully detached from the implant. The mr result remained equivalent to what it was prior to difficulty with deployment, at grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.